Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information received: adding implanted date (B)(6) 2007; adding explanted date (B)(6) 2023; this is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. Device received for this event is being corrected from unknown atis ev implant catalog # unknown atis ev implant to osseospeed 4.0 s - 13 mm catalog # 24623. Correcting lot # from unk to 39255. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580 medical device problem code - 3190 the correct codes for this complaint are: health effect - clinical code - 1932 medical device problem code - 2408 this is a follow up report for this corrected information.